Event description:
Feedback threshold is elevated and feedback cannot be eliminated with programming. On (B)(6) 2013, a transmastoid procedure was performed. The driver and the sound processor were replaced. The sound processor was returned to envoy for evaluation.

Manufacturer narrative:
(B)(4). It was visually inspected with immediate and obvious detection of damage to the sp header ma dip coat. The ma dip coat was found to have delaminated from the header material and it was found to have a number of lacerations. The particular point the damage appeared to be at the point of contact with the sp bone well drilled during implant, and the nature of the damage indicates abrasion or laceration caused by motion across a rough or spurred surface.